Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 22-may-2025: catheter rupture did not result in any extravasation injury. The catheter tip was still visible externally and was removed manually by the nurse. There was no thrombotic lesion, no ischemic lesion. Repositioning of a midline.

Event description:
It was reported; midline fitted on 13.04 until the evening the patient calls us because the sheet is soiled after checking the infusion lines. The problem came from under the midline dressing. When we unwrapped the dressing, we realized that the catheter was ¿detached¿ from the midline. The catheter is ¿uncoupled¿ from its junction. Patient's current condition: removal of catheter tip remaining in patient's arm - need for reperfusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.